Manufacturer narrative:
The system controller was not returned for evaluation as it remains in use. The submitted log file was reviewed and on 11/11/2015 the log file captured the driveline as disconnected for approximately one minute with an associated pump stoppage. The driveline was reconnected and the system operated at the set speed throughout the rest of the log file. The log file also captured two no external power events with low battery advisory alarms; these events are consistent with both power cables being removed from external power and the device operating on the backup battery. One of the no external power events occurred when the user was switching power sources. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 20 days from the date of issue to the patient. The system controller was not returned for evaluation as it remains in use. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that upon log file review during a clinic visit on (B)(6) 2015, a driveline disconnect alarm on (B)(6) 2015 was observed. It was reported that the patient was likely confused while attempting to change power sources, resulting in the recorded driveline disconnection. The patient has an oversewn aortic valve and reportedly would become symptomatic with an interruption in pump support. No further information was provided.